Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm. After disconnecting the electronic assembly stacks and reconnecting the electronic assembly stack, insulin pump powered up properly. The problem isolated to electronic assembly was unable to complete functional test due to blank display. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 19 mmol/l. The customer stated that there was a blank display and no connection on the pump. The customer stated that the no alarm advised her of malfunction battery. The customer stated that the pump was not dropped or exposed to moisture. The customer was advised to remove the battery for 10 minutes and advised to clean and try a new battery. The customer stated that the display did not return. The customer will be sent a replacement pump.